Manufacturer narrative:
The reported complaint that the air trap would not clear from the "check the following" screen on the thermogard hq temp mgt console (sn (B)(6) was confirmed during functional testing but not in the archive data review. The root cause of the error message was due to a failure of the air trap sensor block. During visual inspection, there was no physical damage noted on the console. Upon review of the event log, no irregularities were found. The thermogard hq console failed the initial functional test. The console displayed a "check the following" air trap message upon powering on and would not go into standby mode. The console would not recognize the air trap being inserted. Only one of the two green leds was lit when air trap was inserted. The air trap sensor block was replaced to address the error. Following service, the thermogard hq console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard hq temp mgt console with serial number (B)(6).

Event description:
During an in-service, the air trap would not clear from the "check the following" screen on the thermogard hq temp mgt console (sn (B)(6). No patient involvement.